Event description:
Patient was revised to address pain and loosening of the femoral component and tibial tray at the cement/bone interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. The retained cement samples could not be tested on this product as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure (B)(4). The dfmea and IFU for the cement have been reviewed; implant loosening is a known risk with the use of bone cements and the risk is highlighted in both documents. Review of the device history records for the cement found three unrelated non-conformances; micro and sterility tests passed. A complaint database search finds no other reported incidents against the provided tibial tray and femoral product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.